Event description:
Pt called regarding two meter to lab comparisons within one minute of the other. First in 2002. Venous sample: 3.8 mmol and meter 8.6. Second done one month later. Venous sample: 5.8 mmol and meter 8.2. Capillary from finger on meter. During troubleshooting, the rep learned the meter was set in mg/dl, not mmol/l. Results were 86 mg (4.8 mmol) and 82 mg/dl (4.6 mmol). Meter set to mg/dl and interpreted as mmol/l. Meter purchased in 2001. Pt did not realize the meter was set in the wrong units of measurement and assumes it happened when they set the time. Because of the assumed high readings displayed pt changed their insulin regimen. Pt is not on a sliding scale, however their health care professonal recommended they adjusted pt's dosage if needed. Shortly after the pt began using the meter they made the following changes to their regimen: 25 units of 20/80 (80/20) in the morning instead of 20 units of 10/90 (90/10) instead of 9. Pt believes the changes occurred before the holiday season. Pt experienced hypoglycemia. Because pt discarded their log books, pt cannot recall dates. Pt believes it was very frequently (several times a week). All episodes were treated with extra food and pt never lost consciousness or sought outside assistance. Concerned about pt's condition and the fact they were unable to manage the pt's diabetes based upon the results on the meter and an increase in insulin, pt contacted their dr (end of december or early january - no specific date). Pt's dr requested a lab test. Because the difference between the meter and lab was not satisfactory, a second lab test was conducted in the next month. After pt obtained the lab test results, the pt would subtract three from the reading on the meter's display, thinking it would give them an accurate result. Pt's dr reduced the insulin dosage to the previous regimen. Pt has not been feeling hypoglycemic since. Pt gained 3 kg from nov thru to jan. Allegedly because of the extra food they ate to treat hypoglycemia. Pt's cholesterol is under control now. No further info has been reported.